Manufacturer narrative:
Final analysis found the distal coil was open. The coil was fractured due to cyclic stress at 28.5 cm from the connector pin. The fractured location was 0.8 cm from the suture tie down mark.

Event description:
It was reported that the lead exhibited capture and sensing anomalies. The lead was explanted and replaced.